Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Reportedly, the customer placed the pump into storage mode to reset the pump in attempt to resolve a cartridge change error. However, the cartridge change error persisted when the pump was turned back on. The customer's blood glucose level was 136 mg/dl. It was confirmed that the customer has alternate insulin therapy available.